Event description:
It was reported that "power midline noticed to be leaking around the 0cm mark. We have removed another midline with a very similar story. Leaking on flushing, no medication entering the midline. All problem solving completed; aspiration, flush, dressing change, bung change, patient position change. On inspection by one of my staff, the midline appeared to have a hole/split near the 0cm marker. Inserted (B)(6) 2023. Removed (B)(6) 2023 in ward. 4fr, 20cm single lumen, power midline.". Additional information received: there were no erroneous test results and no change in the course of treatment. Alternate access was required. There was a medication delay in treatment.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak in the catheter is unconfirmed as the failure could not be reproduced. One 4 fr s/l powermidline catheter was returned for evaluation. During an initial visual observation, no obvious damage was found throughout the returned device. Functional testing was performed by pressurizing water into the returned catheter using a 12 ml syringe filled with water. The functional test did not reveal a leak in the device, as testing was performed with and without the needleless injection cap. The complaint of a leaking catheter at the 0 cm depth marker was unconfirmed, as the failure was not able to be reproduced in the lab. The distal end of the device was closed off and the device was pressurized with water to attempt to identify the failure; however, a leak could not be found during this testing.

Event description:
It was reported that "power midline noticed to be leaking around the 0cm mark. We have removed another midline with a very similar story. Leaking on flushing, no medication entering the midline. All problem solving completed; aspiration, flush, dressing change, bung change, patient position change. On inspection by one of my staff, the midline appeared to have a hole/split near the 0cm marker. Inserted (B)(6) 2023. Removed (B)(6) 2023 in ward. 4fr, 20cm single lumen, power midline." Additional information received: there were no erroneous test results and no change in the course of treatment. Alternate access was required. There was a medication delay in treatment.